Event description:
This unsolicited device case was received from an attorney via local legal department from united states on (B)(6)-2014. The case involved a female pt (unspecified age) who developed pain and chronic infection after seprafilm placement. No past medical history, past drugs, concomitant medications or concurrent conditions were reported. On an unspecified date in 2004, the pt underwent hernia surgery during which seprafilm was placed (number of sheets, anatomical location, lot/batch number and expiration date: unk) for postoperative adhesion. It was reported that seprafilm was allegedly utilized. An unspecified dates, after unk time frame, (for a number of years subsequent to surgery), the pt developed pain and chronic infection. On an unk date in 2012, the pt underwent corrective surgery (unspecified at the time of report) and at that point, the pt determined that seprafilm was the cause of her injury. Corrective treatment: corrective surgery for both the events. Outcome: unk for both events. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Seriousness criteria: intervention required for both events. Pharmacovigilance comment: sanofi company comment dated (B)(6)-2014: this case concerns a pt who developed pain after placement of seprafilm. Although the role of seprafilm cannot be ruled out; however the lack of information regarding the medical history, concurrent conditions and concomitant medications used by the pt precludes the complete case assessment.